Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference #: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and suffered cardiac tamponade requiring surgical intervention. During the procedure, stereotaxis niobe es system was used. Post-ablation procedure, the patient experienced cardiac tamponade as a result of a perforation in the right ventricle (rv) caused by the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter which was used for the transseptal procedure. Surgical intervention was performed to suture the perforation; however, it was ineffective since the patient had a compromised heart muscle. Surgeon tried to suture the perforation again and the muscle was too weak and thin to hold the sutures. It is unclear how the soundstar catheter got into the right ventricle (rv). There¿s no information regarding extended hospitalization and patient¿s outcome. Patient¿s relevant history includes prior open-heart surgery with a prosthetic mitral valve placed. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.